Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The sister-in-law reported that the patient was in the hospital (emergency room), waiting to be admitted, due to high blood glucose. The patient was tired, had pain down her left arm and nausea. Her blood glucose had read high (>500mg/dl) on the pdm at some point, but specific times were not given. When her level was tested at the emergency room, it read 515mg/dl. No further information regarding the event or treatment was provided. The pod had been worn for between 4 and 24 hours.